Event description:
Dexcom was made aware on 08/12/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a skin reaction which occurred four days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, pimples, and dry skin underneath the sensor pod area only. The patient had itching and burning sensation in the area. On (B)(6) 2024, the patient developed a fever and had loss of appetite which prompted her to go to the emergency room (ER) to have the reaction site checked. The patient was discharged home from the ER on the same day with a prescription for topical steroid creams (triamcinolone acetonide and hydrocortisone) and an unspecified oral antibiotic medication for a course of five days. No photo was provided. At the time of the (B)(6) 2024 follow up report, the patient stated the reaction site was in the healing stages and she was doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).